Manufacturer narrative:
The subject device has been returned to an olympus repair center for preliminary evaluation and inspection, and the customer's reported problem as well as the foreign material presence in the auxiliary channel of the distal insertion tube and scope connector, has been confirmed. In addition, a dented connecting tube in the insertion section, a scratched and chemically damaged universal cord, and failed specified angle/orientation were found during inspection. Water supply from the auxiliary channel also failed inspection. Stain, dirt, and corrosion were also found in multiple areas of the subject device. This investigation is ongoing and additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user facility contacted olympus for a repair request due to insertion tube damage between markings 20-30 on their gastrointestinal videoscope. During preliminary evaluation and inspection of the returned subject device, foreign material was found in both the auxiliary channel of the distal insertion tube and scope connector. This MDR is being submitted due to the foreign material found during evaluation and inspection. No patient or user harm has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the insertion tube damage and foreign material could not be determined. The instructions manual details detection and prevention methods for the events. Manual disinfection was performed. There were no malfunctions of reprocessing accessories. There was no precleaning delay or manual cleaning delay. The device was flushed with water during precleaning, and flushed with detergent during manual cleaning. Olympus will continue to monitor field performance for this device.